Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an ar-18716-08, an ar-18716-09, and an ar-18716-11 cortical screws broke on the file tightening of the screw. This was discovered during a procedure, the screws remain inside the patient. Additional information requested: after receiving additional information on 11/12/2021, sales representative has confirmed that during the metacarpal fracture procedure, three cortical screw broke and remained in patient. Surgeon used a 1.2mm drill bit to prepare bone tunnels and put in new screws in other holes of the plate.